Event description:
It was reported the fan is very noisy and the back door is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the system fan was noisy. Analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. Analysis also found the latch tabs were broken off of the cord door, the paper guide was broken off of the printer drawer, and two hinge plate screws were missing. Concomitant medical products: product ID 229047 analyzer. (B)(4).